Manufacturer narrative:
Device paired successfully to commercial mobile app. My inpen menu displayed: the following test values were dialed and dosed: 4.0u, 4.0u, 4.0u, 4.0u these values did not display in dose log. The inpen values that did not transmit to the dose log; the problem was isolated to the electronic assembly. Cosmetic damage was observed the inpen cap clip is broken.

Event description:
Customer reported via phone call that the insulin pen stopped recording doses in the logbook. Customer has unpaired and paired pen to app successfully. No harm requiring medical intervention was reported. The device was returned for analysis.